Manufacturer narrative:
The device was not returned to edwards for analysis. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
A 27mm bioprosthetic aortic valve, implanted approximately eleven (11) years, was explanted due to unknown reasons. The explanted device was replaced with another 27mm bioprosthetic aortic valve. Despite several attempts to obtain details on the event and patient, no further information has been provided. Should new information be received at a later date, a supplemental MDR will be submitted.